Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 400 mg/dl. The patient treated via manual insulin injection. Troubleshooting did not occur declined for the high blood glucose. However, the customer also had a no delivery alarm. The patient's blood glucose at the time of incident was 82 mg/dl. The alarm was resolved by changing the infusion set and reservoir. The insulin pump was not returned for analysis.